Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a permanent out of range signal occurred. Additionally, it was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. No additional patient or event information is available. Labeling states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.